Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was received within a sealed plastic biohazard pouch, within its opened labelled shelf carton, and loosely coiled within a plastic pouch tied shut. No ancillary devices nor procedural images were received for evaluation. The lot number data printed on the amphirion deep catheter y-manifold is consistent with the shelf carton label and reported event. The amphirion deep catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped nor winged). A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of catheter. A 0.014¿ compatible guidewire was loaded through the distal tip and navigated out the proximal hub luer lock with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock and a vacuum was pulled. The pulled vacuum could be maintained indicating if there is a leak it is small. The syringe was pressurized but the balloon would not inflate. A 20cc water filled syringe with manometer was attached to the inflation lumen luer lock and pressurized to nominal pressure of 7 atm but the balloon would not inflate. Visual examination of the balloon chamber revealed that the balloon chamber material was twisted. Residual contrast solution was visible within the balloon chamber and inflation lumen of the catheter. Examination of the catheter revealed several small kinks along the catheter. The kinks were located at approximately 29.8cm, 56.7cm, 99.7cm, and 115.5cm distal of the distal tip of the y-manifold strain relief. The y-manifold strain relief was removed, and the water filled syringe on the inflation lumen luer lock was pressurized; no leaks were detected in the area under the strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic everest inflation device was used to inflate the balloon. The surgeon intended to inflate the balloon to 7 atm, but the pressure kept dropping to zero during inflation. The procedure was completed by replacing the balloon catheter with a new one which was inflated by the same balloon inflation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was attempted to be inflated with an inflation device and a 1:1 contrast saline solution was used. The balloon could not be inflated. There was no change of pressure. No sign of inflation was observed under x-ray. The device did not fragment. The procedure was completed with a new balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an amphiprion deep pta balloon during procedure to treat non calcified lesion in the distal anterior tibial artery with 70% stenosis. Mild vessel tortuosity is reported. Negative prep was performed with no issues. It was reported that during inflation, balloon burst at 7atm occurred. The lesion was not pre dilated. Device did not pass through a previously deployed stent. There was no patient injury reported.